Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician. The device will be monitored until the battery reaches eri due to the patient's age and no history of device issues. Programming changes were made. No plans for replacement at this time. The patient was in stable condition.